Manufacturer narrative:
According to the presentation given by the surgeon, a patient required a distal revascularization-interval ligation procedure. Multiple attempts were made to gain additional information; yet, all were unsuccessful. A review of the event was performed based on the limited available information. A records review was performed for all lot numbers shipped to the hospital and it was confirmed that all records were controlled, available for review, and met all specifications. There is insufficient information available to determine a root cause of the reported event. The hero graft instructions for use lists vascular insufficiency due to steal syndrome as a potential complication. The hero graft instructions for use and faq documents provide information to prevent steal syndrome after implant.

Event description:
According to the presentation given by the surgeon, a patient required a distal revascularization-interval ligation procedure.

Event description:
According to the presentation given by the surgeon, a patient required a distal revascularization-interval ligation (dril) procedure.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.